Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("excessive bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("bleeding between periods"), coital bleeding ("bleeding during intercourse") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, metrorrhagia, coital bleeding and back pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, metrorrhagia, coital bleeding and back pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had excessive bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 4 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and excessive bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 910614-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, nabothian cyst, cervix inflammation, pelvic pain female and cystoscopy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("lower back pain"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("bleeding between periods") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, genital haemorrhage, metrorrhagia and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding, device dislocation, genital haemorrhage and metrorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Micro device: left: 7, right : 7. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis uterus and bilateral tubes, laparoscopic total hysterectomy: benign late secretory endometrium, negative for hyperplasia or carcinoma. Benign serosa. Benign cervix with nabothian cysts and acute and chronic inflammation. Benign myometrium. Bilateral fallopian tubes with no diagnostic alteration. Essure wires, in situ, bilateral fallopian tubes (gross diagnosis). The lot number reported (910614) is not valid. Most recent follow-up information incorporated above includes: on 15-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 910614) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, nabothian cyst, cervix inflammation, pelvic pain female and cystoscopy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("lower back pain"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("bleeding between periods") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, genital haemorrhage, metrorrhagia and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding, device dislocation, genital haemorrhage and metrorrhagia to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Micro device: left: 7, right : 7. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis uterus and bilateral tubes, laparoscopic total hysterectomy: benign late secretory endometrium, negative for hyperplasia or carcinoma. Benign serosa. Benign cervix with nabothian cysts and acute and chronic inflammation. Benign myometrium. Bilateral fallopian tubes with no diagnostic alteration. Essure wires, in situ, bilateral fallopian tubes (gross diagnosis).. Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received: lot number, medical history, patient's date of birth, patient demographic, reporter information added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 910614-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, nabothian cyst, cervix inflammation, pelvic pain female and cystoscopy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("lower back pain"), genital haemorrhage ("excessive bleeding"), metrorrhagia ("bleeding between periods") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, back pain, genital haemorrhage, metrorrhagia and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding, device dislocation, genital haemorrhage and metrorrhagia to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 micro device: left: 7, right : 7. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis. Uterus and bilateral tubes, laparoscopic total hysterectomy: benign late secretory endometrium, negative for hyperplasia or carcinoma. Benign serosa. Benign cervix with nabothian cysts and acute and chronic inflammation. Benign myometrium. Bilateral fallopian tubes with no diagnostic alteration. Essure wires, in situ, bilateral fallopian tubes (gross diagnosis).. The lot number reported (910614) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had excessive bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 4 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and excessive bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.